Event description:
As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) was "fragmented" before the device was used in the patient. Hemostasis was achieved using another mynx vcd. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), and there was no damage to the device packaging prior to opening. The deployer was a trained physician. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.